Manufacturer narrative:
(B)(4). The customer reported when charging the paddles in the defibrillator to 150 joules, and then discharging them into the device, the device froze with a red cross and a beep. No pt involvement was reported. A philips field service engineer evaluated the device. The symptom was clarified as the device was powering up in service mode after a therapy knob opcheck failure. The issue was identified as the opcheck having been run incorrectly, where the therapy knob was not set to 170 joules as directed. There was no malfunction of the device. The customer was provided instructions for how to run the opcheck properly. Philips investigated the clarity of the instructions for use for performing opcheck for xl+ devices. It was determined that added clarity in the instructions for use were necessary to improve user understanding of device behavior during opcheck. Service bulletin (B)(4) was released to clarify these instructions. Additionally, software revision (released 02/17/2012) a.01.00 provides an enhancement to the opcheck where the device does not go into service mode after a therapy knob opcheck failure. We are considering this a malfunction in labeling.

Event description:
The customer reported when charging the paddles in the defibrillator to 150 joules, and then discharging them into the device, the device froze with a red cross and a beep. No pt involvement was reported.